Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels until it was low at 59mg/dl. As a result, the customer experienced seizures and hypoglycemia. The customer was unable to self-treat, requiring healthcare professional (hcp) treatment of ¿sugar syrup¿ for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor found to be in state 1 (storage state). Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels until it was low at 59mg/dl. As a result, the customer experienced seizures and hypoglycemia. The customer was unable to self-treat, requiring healthcare professional (hcp) treatment of ¿sugar syrup¿ for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.